Event description:
The complainant reported a patient was implanted with an impella rp flex for mechanical circulatory support. It was reported that xray done in ICU shows rpf outlet in rv. Decision made by md to lower to p5 and increase anticoagulation. All risks of lower flow explained to md. The patient was noted in stable condition. Additional information provided that the device was not repositioned. It was explanted the following day. The pump is not available for return for evaluation. It was discarded by the account.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.